Event description:
It was reported that the patient had been intubated for 48 hours with stable respiratory. A bronchoscopy was done to check for possible aspergillosis and it was seen that the tube seemed to be disintegrating from the inner layer. The middle lower part of the tube seemed to be shedding. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample and a photo were received for evaluation. Per photo received, its not possible to confirm the reported failure mode. Per visual inspections, no defects could be observed in sample received. No other analysis was performed. Root cause cannot be determined since no defects were detected in the sample returned for evaluation. No action was taken since the reported failure mode was not confirmed. No problems or issues were identified during this device history record review. Operator of device is unknown.